Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that it did not seem to be working the way it was supposed to work unless the patient did not drink water. The patient would just lose control and it's like running water. This had been occurring since (B)(6) 2015. The patient still had pain at the implant site, which started 4 months ago in (B)(6) 2015. In (B)(6) the patient also had a fall but I fell forward. Since 2015 it seems to be closer to the surface of the skin. I noticed this probably in the fall. The patient wanted to try moving a different program and reported she was on program 2.2 and increased to 2.6v and felt stimulation now. This was the only program available and that stimulation was on.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she experienced a gradual loss or change in therapy. Since (B)(6) 2015 therapy had not worked well for her symptoms. She felt stimulation. The patient went to the pool 3 times a week to do low impact exercises and wondered if this could have possibly shifted the device. In (B)(6) 2015, the patient had tenderness around the implantable neuro stimulator (ins) site in the past week. The patient took tylenol to relieve the tenderness. The patient reported that it "feels like some wires moved especially when I check the readings which are at level 4 and 2.7." It was too uncomfortable in the vaginal area at 2.3. She had more frequency in urination especially at night when her bladder was relaxed or when she heard running water. She had no control since (B)(6) 2015. She wore a pad at all times as she had no control of her urine at times. The patient changed from program 3 at 2.3 to program 4 at 2.2. The patient was considering following up with her health care provider (hcp) about these issues. The indications-for-use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that she still did not have control over her symptoms and has to use pads. The patient turned stimulation up on occasion, which had been uncomfortable in the vaginal area. She also got chiropractic adjustments for her spine a couple of times a week as well as laser for her feet. There were no symptoms associated with chiropractic adjustments or the laser for her feet. The patient had lost her patient programmer and was getting a replacement. No circumstances leading to the event or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The patient started leaking at night and sometimes would also leak during the day. The patient thought this was happening when her bladder was relaxed. She also had some pain and tenderness at the ins site. It was further reported on (B)(6) 2015 that they were having leakage occasionally especially during the night as they were on their way to the bathroom. Also, they had light pain and tenderness in the implant area.

Manufacturer narrative:
Correction: no new info. Upon further review, determined that an additional code should be added to capture indication of body movement affecting the device (low impact exercises). (B)(4).

Event description:
Additional information from the consumer reported that she was having the device removed on (B)(6) 2016 as it was not successful. It had not helped since the original implant even though she filled out every form and tried to get help.